Manufacturer narrative:
No product sample or lot number was provided. Based upon the event description, it appears the device did not malfunction. The incident is under engineering evaluation.

Event description:
Incident as reported: laparoscopic sigmoid resection - "dr.(B)(6) used an insufflation needle to create pneumoperitoneum. Placement of needle caused a hematoma on one of the iliac vessels. This was noted and the surgeon converted the case from laparoscopic to open procedure. The defect was fixed and the resection resumed as normal."